Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no product or photo was returned by the customer. The customer complaint of leaky filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10010454 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris¿ pump module smartsite low sorbing infusion set leakage occurred. The following information was provided by the initial reporter: "there was another leak this morning involving the same patient. He had about 7 hrs of his infusion left to go and the filter began to leak."